Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated occlusion alerts on the insulin delivery system; the user inspected tubing without finding visible issues, resumed delivery, and the alerts persisted until all disposable supplies were replaced, after which the alerts ceased. Symptoms included interruption of insulin delivery consistent with an occlusion alert. Outcomes included the need for replacement supplies and completion of troubleshooting and education, with restored function after the supply change. Investigation included customer interview, lot verification for the cartridge, connector, and infusion set, review of use conditions, and follow-up to confirm resolution. Investigation of this case revealed an occlusion condition associated with disposable components of the insulin infusion pathway, with resolution upon replacement, indicating a supply-related obstruction rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient occlusion attributable to disposable infusion components.